Manufacturer narrative:
Product analysis: the stated reason for return of atrial cable entry broken was confirmed at analysis and was therefore replaced. The battery was also replaced as it registered low voltage during testing. The device passed all tests with no visual or electrical anomalies and conforms to all specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that port for the atrial cable on the external pulse generator was broken. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the device was returned to service.